Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator - ICD implant procedure. Upon interrogation after the procedure, it was noted that the ICD exhibited far r-wave oversensing. The ICD was reprogrammed and the patient experienced no consequences.